Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an infection with sepsis. Additionally, the patient's pocket had infection with pus. A revision was performed and the rv lead was explanted through laser lead extraction. No additional adverse patient effects were reported.